Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by a physician that a patient's generator has fallen out of the incision and has been referred to an ent surgeon for lead removal. Information was received per the nurse practitioner that is unknown when the patient's extrusion started, but that there was a wound over the generator for two months. It was stated that they do not know when the generator came out, but the neurosurgeon said the lead was explanted and an x-ray showed no generator in place. It was stated the physician's assessment of the reason the generator fell out is "maybe picking on it". Further follow up revealed that the patient lives in a care home, and it was seen one day after the patient got out of the pool that the patient's lead was sticking out of the generator incision wound, and the generator was gone. The physician noted the patient telling her about a cut on his chest but no further details. It was reported that the generator falling out was likely due to patient picking but it is unknown when the generator fell out. The lead was explanted due to the lead sticking out of the chest. No additional relevant information has been received to date.